Manufacturer narrative:
Unit powered up properly after battery installation. No blank display noted. Unit passed self test and no partial display or missing segments noted. Unit was programmed with correct time/date and monitored for 1 day with no change ...pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump only has a partial display and the date was changing itself to (B)(6) 2007, instead of the present day of october 19,2015. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for display and was found that the customer was using the incorrect battery but did not have the correct battery to use. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.